Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator and a handpiece. It was reported that during a procedure, a handpiece at the site had the coating stripping off and the tip fell off.  They completed the procedure with another device instead. There was no impact to the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.